Manufacturer narrative:
Upon visual inspection, the device was found to be missing the reamer pins and the loctite was found to be inadequate for the set screw. The device was discarded by the manufacturer.

Event description:
It was reported that during an in-house inspection, the synthes reamer was found to be missing the reamer pins. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
The synthes reamer was returned to the stryker (B)(4) technical service department with no information. The device was found to be missing the reamer pins. No further information was provided by the user facility.